Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned distribution board and burned wires at the heater and touchpad. The burn damage was noticed during machine repair after the biomed called a fresenius field service technician (fst) onsite when the machine initially would not power on. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 3,813 hours and the distribution board and wires were the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned wires or burned distribution board. At the time of followup, it was reported that the fst replaced the heater and touchpad overlay but the machine remained out of service pending further repair. The complaint samples were not returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). At the time of followup, the fst replaced the heater and touchpad overlay. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst identified thermal damage to the distribution board as well as the heater and touchpad. Therefore, the complaint event was confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned distribution board and burned wires at the heater and touchpad. The burn damage was noticed during machine repair after the biomed called a fresenius field service technician (fst) onsite when the machine initially would not power on. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 3,813 hours and the distribution board and wires were the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned wires or burned distribution board. At the time of followup, it was reported that the fst replaced the heater and touchpad overlay but the machine remained out of service pending further repair. The complaint samples were not returned to the manufacturer for a physical evaluation.